Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and vaginal haemorrhage ("vaginal bleeding"). The patient was treated with surgery (hysterectomy to remove essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, abdominal pain lower and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were properly in place and that her fallopian tubes were occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cholecystectomy, vaginal delivery, appendectomy, multigravida and parity 3. On (B)(6) 2013 dye test should done. Previously administered products included for an unreported indication: birth control pills from 2008 to january 2013 and mirena iud from september 2007 to 2008. Concurrent conditions included vomiting, cholelithiasis, hepatic steatosis, epigastric pain, nausea, bipolar I disorder, post-traumatic stress disorder, hypertension, hepatic steatosis, right upper quadrant pain, brain tumor, photophobia, seasonal allergy, sleep apnea, hyperlipidemia, cardiomyopathy, heart murmur, diaphragmatic hernia, constipation, obesity, arthritis, brain operation, tumor excision, appendectomy, eye operation, csf shunt removal, hiatal hernia, elective surgery, adenomyosis and dysplasia. Concomitant products included calcium since 2015 and vitamin d nos (vitamin d) since 2015. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), vaginal haemorrhage ("vaginal bleeding"), menstruation irregular ("unusual periods"), pelvic pain ("pelvic pain"), headache ("head pain"), migraine ("migraines"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy procedure). Essure was removed on 8-sep-2017. At the time of the report, the abdominal pain, abdominal pain lower, vaginal haemorrhage, menstruation irregular, pelvic pain, headache, migraine, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, headache, menorrhagia, menstruation irregular, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were properly in place and that her fallopian tubes were occluded. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, abdominal pain, migraine. Most recent follow-up information incorporated above includes: on 1-may-2019: plaintiff fact sheet and medical records received. Events added from pfs- unusual periods, pelvic pain, head pain, migraines, menorrhagia, dysmenorrhea. Medical history, historical drug, reporter information, aka name were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.